Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that: while the patient was walking in the shopping center, the plate is broke in the middle. Without trauma for the patient, and the obligation to have further surgery, immediate measures and precautionary measures was to change the device. This report is 1 of 1 for (B)(4).